Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and revealed that the vented luer cap was loose inside the pouch. The reported condition was verified. The cause of the reported condition was determined to be an operator error at the manufacturing facility in which the operator did not tighten the cap firmly. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap of a 3000ml eva bag disconnected from the bag and was loose in the packaging. This was noted before patient use. There was no patient involvement. No additional information is available.